Manufacturer narrative:
This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on 09-mar-2026, protect study patient experienced infarction in the middle cerebral artery territory and transient right hemiparesis. Event onset is 13-sep-2022 and the event is listed as not ongoing. The event is recorded as unlikely to be related to the amds device and unlikely to be related to the amds implant procedure. ¿debakey type a dissection¿ was noted as a pre-existing condition that caused or contributed to the event. There was no treatment noted for the event and the event outcome is listed as resolved. The amds device was implanted on (B)(6) 2022.